Manufacturer narrative:
The suspect medical device was reported as serial number (B)(4); the serial number should have been (B)(4).

Event description:
The patient's nurse reported that he patient was admitted to the hospital on (B)(6) 2011 with diabetic keto-acidosis and a blood glucose of 30 mmol/l. The nurse reported that the patient was likely to be discharge on (B)(6) 2011 after the patient resumed the pump. The nurse reported that the patient did not know how to change his basal rate. The patient reportedly changed his insulin sensitivity factor to 1.5 mmol/l instead of changing the basal rate. The nurse reported that the patient was in and out of the hospital very often because he did not know how to operate the pump. This report is made based on the allegation that the patient experienced diabetic keto-acidosis while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient's nurse reported that the patient mistakenly changed the pump's insulin sensitivity factor instead of his basal rate which may have contributed to the event. No further conclusions can be made at this time.